Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the dexcom g5 setup did not complete. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the dexcom g5 setup not completing could not be determined. A root cause could not be determined.